Manufacturer narrative:
A picture with potential adhesive in the outer surface of the flushing tube was observed. Upon device return and inspection, potential adhesive was noticed between the outside of the flushing tube and strain relief with the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter flush port was unable to be flushed when preparing the catheter. Upon visual inspection there is damage to small tube of flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter flush port was unable to be flushed when preparing the catheter. Upon visual inspection there is damage to small tube of flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.